Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: (1) "the machine did not start up . Message comes out data partition defect." Health impact: none. (2) no patient involvement.

Manufacturer narrative:
It was reported that the boot process was interrupted with the message "data partition defect" being displayed at startup of the device during non-clinical use. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. The photo- and videographic evidence provided in the complaint record confirmed the reported issue - the progress bar stuck with error "data partition defect' on right lower corner on the screen. No further feed back was received. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.